Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged insulin pump received failed battery alerts. In addition, customer alleges damaged battery cap. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and cracked retainer ring. Device's history and trace files downloaded successfully using thus software. Pump passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No replace battery now alarm noted during testing or in the pump trace download. No failed battery test alerts noted when inserting a new battery or during testing. However, failed battery alerts noted in the insulin pump history files on (B)(6) 2021 at 1:04pm. In addition, battery change noted in the pump history on (B)(6) 2021 at 9:17pm and (B)(6) 2021 at 7:09am. Therefore, battery change occurred after 1 week. No corroded battery tube or moisture damage noted in the electronic assemblies during visual inspection. No damage noted at the battery cap. In summary, customer allegation for insulin pump receiving failed battery alerts was not confirmed during full functional testing. In addition, customer alleging damaged battery cap was not confirmed during visual inspection. Device history confirms battery change occurring after 1 week. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's child reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 600 mg/dl at the time of incident. Customer stated that the high blood glucose was treated with the insulin pump. Customer had not experienced any symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active at the time of incident. Customer also stated that insulin pump had battery failed alarm and contact on the battery cap was missing and corroded. Customer reported that the insulin pump will be returned for analysis.